Event description:
It was reported that, "doctor had all the screws in and locked down. He went back to reposition the screw, when he was readjusting the head to be able to get the screw driver in the head popped off."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.